Manufacturer narrative:
The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.